Event description:
It was reported that during a lap cholecystectomy, the force of grasping the trigger became higher than expected and the clip was malformed at the 3rd firing. The doctor felt that something seemed to be jammed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Lockout. Additional information was requested and the following was obtained: the analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "was difficult to fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The batch record was reviewed and no anomalies were noted during the manufacturing process.